Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for diabetic ketoacidosis and that his doctor does not want him on the insulin pump and only wants him to self administer injections. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was given.